Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-19 additional information was received from the patient. They reported that the issues they mentioned was in reference to symptom control. They reported that it was unknown what the cause was, but they thought that the hospital staff did something to cause it to not work. The cause of the "no device found" message was also unknown. It was unknown what steps were being taken to resolve the issues and neither were resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were trying to change the amount of their stimulation on their bowel stimulator but they were getting a message that said "communicating with device" and then "no device found" on their handset. Patient stated they recently had a fracture in their back and they wondered if that had anything to do with it. Patient stated that they began having issues after fracturing their back. Agent reviewed. Agent walked patient through repositioning the communicator over the implant. Patient confirmed the implant was close to the top of their skin. Patient mentioned they did not have clothing between their skin and communicator. Agent reviewed optimal communicator use. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.